Event description:
(B)(4). I had the essure procedure done in 2013. I didn't notice anything right away, other than normal crampiness, which was to be expected. Since then the cramping has gotten worse, my periods are off, I'm dizzy, seeing stars, extreme back pains, sharps pains in the vaginal and uterine areas, weight loss, leg and hip pain, excessive and frequent urination with pain.